Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 150mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to moisture damage to keypad traces. Insulin pump was unable to test due to no button response. Insulin pump had scratches on lcd window, cracked case near lcd window corners, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address and serial number label and missing end cap sticker.